Event description:
It was reported that during the implant procedure, the right ventricular lead needed to be repositioned multiple times as either the sensing or the impedance were not satisfactory to the physician. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.